Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl at the time of incident. The customer was treated with insulin drip in the hospital. The customer stated that the insulin pump had rejected new battery, bent canula. Customer was declined to perform a carelink upload. The insulin pump will not be returned for analysis.